Event description:
Hamilton medical ag received the following event description: "servo module appears to make very loud clicks." "Loud and pronounced clicking sound coming from valve cover gasket " the event occured during routine set-up.

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.